Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, and force test of the returned device were performed following j&j procedures.. Visual analysis revealed reddish material and a hole in the surface of the pebax. The damage on the pebax's surface could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Then, the device was connected to the carto system and it was recognized; however, hi force message intermittently with fluctuating force values appeared on the system. Finally, the handle of the device was dissected, and the resistance of the sensor pads on the printed circuit board (pcb) was measured but no problem was found, all measures were according to specifications; therefore, the failure could be related to the damage on the pebax. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax could be related to the force issue reported by the customer, therefore, the complaint was confirmed was confirmed. The potential cause of the issue is due to an unintended use error caused or contributed to the event. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that force reading was at about 7-10g of force, while the qdot micro catheter was floating with no contact, and when coming on ablation, the force reading would slowly increase up to about 40-50g of force. The caller noted that there were still no errors displayed on the carto¿ 3 system. The qdot micro catheter was connected to a previously used cable, and the issue persisted. The cable was replaced, without resolution. The qdot micro catheter was then replaced with a thermocool smarttouch sf catheter, and the procedure continued without any other issues. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.